Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 21 months later the patient suffered acute decompensated heart failure. Event was treated with medication but the patient died one month later. Death classified as non-sudden cardiac. The investigator and sponsor assessed the event as not related to the device or anti-platelet medication.